Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead displayed increased thresholds. In addition, the patient with this lead experienced diaphragmatic stimulation. Lead dislodgement was suspected. A revision procedure was performed. This lead was surgically abandoned and replaced successfully. The device was reprogrammed. No further patient symptoms were reported.